Manufacturer narrative:
Retainer ring = black. The insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a critical pump error (open book image) alarm and the crest/thus download was unsuccessful due to corrosion found on the electronic assembly. Unable to verify pump error 35 alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No moisture damage found on the motor, vibrator, battery tube or keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and had crack on it. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.